Manufacturer narrative:
The t:slim user guide states, "the maximum cartridge fill amount is 300 units. Do not overfill or "top off' when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error."

Event description:
It was reported that the customer received a minimum fill message with multiple cartridges. Customer reported that the may have overfilled the cartridge. Customer stated they removed insulin from the first cartridge and added it to the second cartridge. Customer had elevated blood glucose (bg) levels (400 mg/dl). Reportedly, bg levels became elevated due to running out of insulin and prior to receiving the minimum fill message. Customer delivered a manual injection, and subsequently bg levels dropped below 60 mg/dl. Customer was able to successfully load a new cartridge onto the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message with multiple cartridges. Customer reported that the may have overfilled the cartridge. Customer stated they removed insulin from the first cartridge and added it to the second cartridge. Customer had elevated blood glucose (bg) levels (400 mg/dl). Customer delivered a manual injection, and subsequently bg levels dropped below 60 mg/dl. Customer was able to successfully load a new cartridge onto the pump.